Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection when the opsite flexifix gentle 5cmx5m was removed, much of the silicone adhesive removed with the carrier and did not remain on the film. It had been stored in appropriate condition. The treatment was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.